Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information received the patient experienced pelvic/vaginal pain, dyspareunia, infections, urinary tract infections, unspecified complications arising from mesh, bleeding, left thigh pain, and required additional nonsurgical interventions, right and left groin pain, deep dyspareunia, chronic urinary tract infections, hematuria, cystitis, dysuria, urinary frequency, incomplete bladder emptying, left sided discomfort, urgency, pelvic pain, left lateral tenderness of urethral body, abdominal pain, nocturia, urinary retention, bladder pressure, adductor tendon pain from left side of obturator sling, severe difficulty waking, pain radiating to the lower back pain and buttock, increased pain with walking, groin strain, left pelvic phlebolith, 2mm calcification above bladder dome, left hip pain, suprapubic pain described as pulling with radiation to the left groin and hip, also felt during intercourse and with orgasm, hip pain interfering with positioning during sexual activity and making it more difficult be sexually active, anal pressure and pain, symptoms of obstructive voiding, flank pain, vaginal pain, bilateral banding of the suburethral sling with pain on palpation, urinary hesitancy, levator spasm, required multiple non-surgical interventions, perineal pain, scar tissue, weakness in left leg with radiation of symptoms from groin to lateral thigh, dragging her left leg and requiring assistance or manually lifting her leg to perform activities, inability to work without pain, and urgency.